Event description:
Medtronic received information that 35 minutes after going on bypass, a split was noticed in the arterial line within the pump head of the roller pump. The tubing was changed and the procedure was completed, however, it was reported that air had entered the system. It was reported that the patient remains on a ventilator.

Manufacturer narrative:
Further testing was conducted in which a perfusion circuit was set up using roller equipment and tubing samples of the same model as were used in the clinical observation. Testing was performed at different flow and occlusion settings. This investigation determined that excessive friction on the tubing due to an abnormally high occlusion setting causes undue pressure, contributing to a mechanical line indentation on the tubing. The adjustment/setting used to regulate flow is directly proportional to friction on the tubing. Analysis testing concluded that the potential root cause for the clinical observation was excessive mechanical friction caused by a high occlusion setting; resulting in wear on the tubing.(B)(6). (B)(4).

Manufacturer narrative:
(B)(4). Analysis: upon receipt at medtronic's quality laboratory, visual inspection confirmed a split in the tubing approximately 1 inch in length. The damage noted was in the area where the roller pump was operating. A device history review could not be performed as no lot number was provided and the portion of the product that contains identifying information was not returned. An investigation by medtronic's quality engineers was unable to identify the root cause of the damage to the tubing.